Manufacturer narrative:
(B)(4). The system error 2240 (air in the cassette) alarm could not be confirmed. The sample was not available or returned for evaluation and the lot number was not known to perform a batch review or retention sample analysis. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This is being investigated through CAPA. The assignable cause for the reported problem was undetermined.

Event description:
A customer contacted baxter's technical service center to report having a system error 2240 alarm with the homechoice (hc) machine during dwell 4 of 5. The technical service representative (tsr) advised the home patient (hp) to cycle power to clear the alarm. The hp would contact the nurse about whether he can skip the last cycle or do manuals. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.